Event description:
The customer ran blood glucose tests on 2 contour meters. The readings were 80 and 192mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product information was not provided. Product was not replaced.

Manufacturer narrative:
The customer did not provide product information, so it was not possible to determine a manufacture date.